Event description:
It was reported that, after a tka surgery had been performed, the patient experienced pain. A revision surgery of left knee patella was performed to exchange the genesis ii biconvex patella 23mm. The patient outcome is unknown.

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery of left knee patella was performed due to knee pain. A genesis ii biconvex patella 23mm was removed and revised with a 29mm. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device batch information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Some potential causes of the reported event could include but are not limited to traumatic injury, joint tightness or patient reaction. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.